Event description:
This spontaneous report was received on (B)(4) 2010, from a (B)(6) female consumer, reporting on self from (B)(6). The medical history of the consumer and concomitant medications were not reported. On an unspecified date, the consumer started using o.b unspecified, vaginally, for menstruation (frequency, lot number and expiration date unspecified). After an unspecified duration, the top piece of the plastic was left in the body for four days and she experienced vaginal pain. She also stated to have difficulty to get plastic wrapper off. The action taken with the device and outcome of the events were unknown. This report was assessed as non-serious event. The company causality was assessed possible. Complaint sample was not received by manufacturer and no lot number was provided with the complaint. Without a lot number, the device history record cannot be reviewed and the retain sample cannot be inspected. The data for both complaint categories has been reviewed and no unusual trend has been identified. Trends will continue to be monitored. This report was considered a reportable malfunction case.

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.